Event description:
A series of 5 baxter sigma spectrum infusion pumps failed in a single patient room, all reporting system error 341: positional interrupt error. The patient was on a hill-rom envella bed which, combined with low humidity in the patient room, caused electrostatic discharge to disrupt the infusion pump, stopping the delivery of medication to the patient and initiating the system error. Manufacturers were both notified and are aware of this issue. This is a known issue that has been occurring for multiple years. There are administrative controls/recommendations that are communicated to healthcare facilities that are experiencing this issue. [E.g. Grounding straps on IV poles, adjusting humidity levels, proper clothing on patient (no fleece, etc.), linens]. However, after implementing various administrative controls, hospital is still experiencing issues. As a result, the hospital has removed the envella bed from their order set and will be using an older hill-rom bed for this specialized patient population (pressure wounds in multiple locations).